Manufacturer narrative:
This device used for treatment and not diagnosis. This report is for an insertion handle, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the aiming arm and insertion handle led the reamer for (proximal femoral antirotation nail) into the (pfna) nail. The (pfna) nail became damaged. When they went to lock the (pfna) blade, it was discovered the top of the impactor for pfna nail was broken. This complaint is on the unknown insertion handle. This is 5 of 6 reports for this event.